Event description:
The service report shows the customer alleged the 840 ventilator stopped cycling while in use on a patient. The nellcor puritan bennett customer support engineer (cse) could not duplicate the reported event, but could verify an error code in memory that substantiated the customer's claim. There was no report of any patient harm or injury.